Event description:
It was reported that the right ventricular (rv) lead was exhibiting longer intervals than expected between the ventricular pace spike and the qrs complex. The lead was confirmed to be dislodged and was now located in the coronary sinus. The physician chose to reprogram the device since the patient did not experience symptoms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.